Manufacturer narrative:
(B)(4). (B)(6) the phacoemulsification machine was examined and tested by an amo field service specialist (fss). Initially, the fss had replaced various printed circuit boards to resolve the 2012 error one day prior to the error reoccurrence. The parts replaced on the previous site visit did not solve the issue as it occurred the following day. The decision was made to replace the phacoemulsification machine. The new system was verified for all modes of operations and calibrations. The fss performed a field service checklist. The new system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
An amo field service representative reported the whitestar signature unit displayed error 2012 the day after initial repairs were performed. No patient involvement reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.